Event description:
The user facility reported that during a patient procedure, the image on the surgical display connected to their hexavue ip custom room rack was "flickering". The procedure was competed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that an hdmi cable required replacement. The technician replaced the hdmi cable, tested the function and operation, confirmed the device to be operating to specifications and returned it to service. No additional issues have been reported.